Event description:
It was reported that an ilet insulin pump repeatedly restarted and stopped dosing due to recurrent alarm 38 indicating consecutive stalled motor events, resulting in approximately 15 interruptions and inability to proceed past the change cartridge and tubing step despite restarting the pump, disconnecting supplies, and verifying no foreign objects. Symptoms included hyperglycemia with a reported blood glucose of 325 mg/dl, without other acute symptoms. Outcomes included interruption of insulin delivery and the need to transition to backup insulin therapy per healthcare provider recommendations. Investigation included engineering log review and user-level troubleshooting steps. Investigation of this case revealed persistent motor stall alarms consistent with an insulin delivery system malfunction associated with the pump mechanism rather than disposable components, given repeated failures after supply changes. It was concluded, based on previously established findings for similar reports, that the cause was device mechanical failure. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.